Event description:
The user facility reported that the tip of the wire involved broke while inside of the patient's coronary vessel. The broken piece of wire was able to be retrieved with a snare. The patient was fine. The patient was in good health. The procedure outcome was successful. There was no patient injury or surgical intervention required. Additional information was received on (B)(6) 2022: the procedure performed was a heart catherization. After the stent was in, the doctor added the second run-through wire. As the wire was pulled out, tension was felt. The wire was caught on the stent and broke the tip. A balloon was applied to trap the tip. The entire tip was retrieved from the patient.